Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the quick coupling device was loose. There was a five minute delay to the planned surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was loose. Therefore, the reported condition was confirmed. It was determined that the slid-sleeve was not rotating smoothly, the straining ring was damaged, and the internal components were corroded. The assignable root cause was determined to be due to normal wear on mechanical components from repeated use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.